Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician tested model lap top ventilator 1200. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported a patient passed away of natural causes while connected to model lap top ventilator 1200. There are no allegations of ventilator malfunction.